Event description:
Bone cement was injected into the vertebral body. The material was much thinner than usual but it has been used anyway. This fact had been told verbally to interpreter before the procedure started. There was a substantial leakage increased pain in the spine and new pain in the spine and new pain in the left leg. This problem requires an extensive surgery wich involves a very high risk operation.